Event description:
The patient's system was removed due to infection. No patient symptoms were reported. Additional information has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.